Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was scheduled for left ventricular lead extraction due to impedance measurements that exceeded the upper limit. The lead was explanted and replaced. The patient was stable.